Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 25mm trifecta valve was implanted. In 2019, the patient was admitted to the hospital with aortic insufficiency and unspecified valve dysfunction was reported by the physician. The patient is reported to be deceased, cause of death is unknown. Additional information has been requested.

Event description:
On (B)(6) 2015, a 25mm trifecta valve was implanted. In 2019, the patient was admitted to the hospital with aortic insufficiency and unspecified valve dysfunction was reported by the physician. The echo report revealed severe aortic insufficiency due to leaflet tear. The patient expired prior to valve in valve procedure, cause of death unknown.

Manufacturer narrative:
An event of a torn leaflet, insufficiency and death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. The cause of death was unknown.